Event description:
Additional information received reported that the battery was replaced due to normal battery depletion.

Event description:
It was reported that there was a malfunctioning gastric stimulator. It was noted that the patient¿s stimulator operations seemed quite variable and the patient was experiencing gastroparesis symptoms. It was noted that surgical replacement was suggested. It was noted that the neurostimulator was removed and its operations indeed seemed quite variable. It was noted that it was replaced with a new stimulator. It was noted that the reported event was ¿hospitalization.¿ it was noted that the patient recovered without sequela. It was noted that there were no complications and the patient tolerated the procedure well. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported that the reporter was not sure what 'variable operations' meant. It was noted that there was a mention of a replacement due to battery expiration on (B)(6) 2013. It was noted that there was 'abd' pain, nausea, and vomiting. It was noted that there was a question to whether the patient was using cocaine or marijuana prior to visit.

Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).